Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in forceps channel could not be identified. And a definitive root cause of the issue could not be determined. As there was not observed, deformation that might result in the retention of foreign material. And no additional facility device reprocessing information was reported or available. However, the issue was likely, due to insufficient device cleaning/reprocessing. The event may be detected/prevented, by following the instructions for use sections below: gif/cf/pcf-190 series, operation manual chapter 3: preparation and inspection. Gif/cf/pcf-190 series, reprocessing manual chapter 5: reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's reported issue was confirmed. During evaluation it was found that the brush passage, scope, forceps passage and suction flow were clogged due to a foreign object in the channel. Additional evaluation findings are as follows: the distal end plastic cover was dented; the light guide lens was cracked; the distal sheath was cracked; the light guide tube was buckled and rough; the scope connector had dents in the gold pin and plug unit; a reduced angulation issue; the objective lens was chipped; distal sheath had fluid ingress; the insertion tube was snaky and control body had fluid ingress. Additional details relating to the patient and the event have been requested, but no response has been received at this time. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the gastrointestinal videoscope, there was a foreign object stuck inside the scope. It is unknown when the issue was observed. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the brush was unable to pass, and the forceps and scope channel were clogged with a foreign object. This can be attributed to inadequate cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.